Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital and surgeon policy. Additional information (including x-rays and medical records) has been requested but not made available. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that the patient had a left rejuvenate implant. Metal allergy testing showed that she had high cobalt levels and was revised.

Manufacturer narrative:
An event regarding revision surgery involving a rejuvenate modular device was reported. The event was confirmed. Device evaluation was not performed as no devices were received. Review of device history records found the devices in the reported lot were accepted into final stock with no reported discrepancies. There have been other events for the reported lot. Similar events have occurred for the catalog number and product family. Voluntary recall was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported revision surgery is considered to be under the scope of this recall. No further investigation is required.

Event description:
It was reported that the patient had a left rejuvenate implant. Metal allergy testing showed that she had high cobalt levels and was revised.